Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited inappropriate automatic mode switch (ams) due to oversensing. No changes or intervention was performed to resolve the issue. There were no patient consequences.